Event description:
Customer reported that low level contamination for the sars-cov-2 tma assay was suspected on their panther instrument. Customer noted they tested a new sample from a patient using the sars-cov-2 tma assay who tested positive previously and the result was positive. The customer then tested two more samples from the same patient and the results were negative. The customer retested the original sample and the results was negative. Another patient sample tested on another instrument (not panther) was negative and when tested on a panther instrument it was positive.

Manufacturer narrative:
Technical support (ts) followed up with customer and noted discordant results could be caused by low level cross contamination of tubes during sample collection and handling. Customer confirmed they had clean workflow and would continue to process. Ts advised customer to collect another a sample for testing if they doubt the results. Customer understood and did not report any further issue. No further action required. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.